Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from the lot. Based on the information reviewed, a cause for the reported migration (partial clip movement) cannot be determined. The mitral regurgitation (mr) appears to be a result of the migration (partial clip movement). Mitral regurgitation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the partial clip movement and recurrent mitral regurgitation. It was reported that the index mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr)with grade of 4+. One clip was implanted successfully, reducing mr to 2. On (B)(6) 2021, a control echocardiogram was performed, which noted severe mr and found that the clip was not stable and that the anterior leaflet was very mobile. The clip remained stable on the posterior leaflet and was partially detached from the anterior leaflet. There was no tissue damage noted. Therefore, the physician decided to implant two ntr clips, medial and lateral to the first clip in order to stabilize the clip and reduce mr to 1-2. No additional information was provided.